Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (okr) field service engineer was informed that the customer high flow insufflation unit¿s ¿excess pressure warning light frequently flashes during diagnostic procedure¿. The intended procedure was completed using the same equipment. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 and h11. Based on the results of the investigation and additional information from the customer, it is likely that the event occurred due to trocar malfunctions. The customer noted after the trocar was replaced, there hasn't been any issues. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.